Manufacturer narrative:
Further information was requested but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported that the device exhibited post-paced t-wave over-sensing.